Event description:
It was reported that the insulation from was power lead was detached. There were exposed wires. The even timing was during cleaning. There is no harm or delay. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.